Event description:
Customer rpeorted distolic readings are 20-25mm hg higher when compared to a dinamap 8100, resulting in longer pt stays and asministration of medication. Ge healthcare's investigation into the rpeorted occurrence is still ongoing.